Event description:
Patient though company representative reported "device rupture with silicone leakage" and "siliconoma". This record is for the left side. The device remains implanted.

Manufacturer narrative:
Continued: a.4. Weight: 62.5 kg. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and granuloma.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, g2, h6.

Event description:
Device has been explanted.